Event description:
It was reported that there was an air embolism and the patient died. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The physician positioned the watchman trusteer access system (was) and versacross connect dilator over the pigtail wire through the septum into the left atrium (la) of the patient. Upon removal of dilator and preparing for a 6fr pigtail catheter, the patient coughed, and air was suctioned into the la either through the was or pigtail catheter. As per the physician, the blue valve for the steerable sheath does not close completely. An air embolism was seen in the la and the physician aspirated the air bubbles out from the patient. The physician continued the procedure with the hope that any remaining air could be trapped by implanting the closure device. The wds was inserted, and the closure device was successfully implanted in the laa of the patient. Shortly after the closure device had been released the patient began to experience an st segment elevation which led to complete heart block. The patient received CPR and IV medication before they became stable. The physician believes that the air embolism reached the patient's brain. Patient was admitted to inpatient ICU and monitored. The patient did not recover from this event and the patient died. The device is not expected to be returned for analysis (disposed). There was no difficulty with the transseptal access. According to the physician and observation upon removal of the dilator (wire still inside the sheath) despite the physician tightening the blue valve there was still bleeding back. This was a deep sedation (no intubation) case and while preparing to introduce the pigtail 6f catheter the patient coughed, and air was sucked into the sheath and directly entered the la.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was an air embolism and the patient died. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The physician positioned the watchman trusteer access system (was) and versacross connect dilator over the pigtail wire through the septum into the left atrium (la) of the patient. Upon removal of dilator and preparing for a 6fr pigtail catheter, the patient coughed, and air was suctioned into the la either through the was or pigtail catheter. As per the physician, the blue valve for the steerable sheath does not close completely. An air embolism was seen in the la and the physician aspirated the air bubbles out from the patient. The physician continued the procedure with the hope that any remaining air could be trapped by implanting the closure device. The wds was inserted, and the closure device was successfully implanted in the laa of the patient. Shortly after the closure device had been released the patient began to experience an st segment elevation which led to complete heart block. The patient received CPR and IV medication before they became stable. The physician believes that the air embolism reached the patient's brain. Patient was admitted to inpatient ICU and monitored. The patient did not recover from this event and the patient died. The device is not expected to be returned for analysis (disposed). There was no difficulty with the transseptal access. According to the physician and observation upon removal of the dilator (wire still inside the sheath) despite the physician tightening the blue valve there was still bleeding back. This was a deep sedation (no intubation) case and while preparing to introduce the pigtail 6f catheter the patient coughed, and air was sucked into the sheath and directly entered the la. It was further confirmed that the patient was diagnosed with a cerebral vascular accident caused by an air embolism.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields: describe event or problem (b5), in section b - adverse event/product prob, and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.